Event description:
It was reported that approx 3 weeks ago, the pt's mother started noticing that the pt was speaking very loudly and the overall performance with the device was reduced. Other professionals made the same observation, however, the mother did not notify the programming center before testing date. The pt's mother reported a fall out of a grocery cart in which the pt hit the back of his head on metal shelving. There was a cut on the back of the pt's head (not the implant site), but he did not pass out and otherwise appeared to be fine, therefore, the mother did not take him to the dr. Testing carried out revealed a minimum of 8 electrodes with high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.